Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Isi has not received the part. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted right hysterectomy surgical procedure that the left master tool manipulator (mtm) froze on the primary surgeon side console (ssc). The site restarted the system, and then did a hard restart of the ssc, with no change. The site disconnected the ssc and continued the case with the other ssc. There were no reports of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The replaced master tool manipulator (mtm) was analyzed and the complaint was not confirmed by failure analysis. The reported failure (left controller froze) was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The universal surgical manipulator (usm) was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. Intuitive followed up with the initial reporter and the following additional information was obtained: system functionality was checked upon powering on the system. The system initially powered on without errors.